Event description:
It was reported that during a laparoscopic gastrointestinal procedure, an error message appears to ask them to tighten assembly. They took everything out and reassembled it but to no avail. They proceeded to open a new device. During the surgery, the white insulating pad started to detach from the distal tip of the jaw. For patient safety, they stopped using the product and proceeded to open a third device. There were no adverse events to the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad properly attached to the clamp arm and not detached as reported by the customer. The device was assembled to a handpiece and activated with gen11. During functional testing, no alert screens were displayed. There were no anomalies noted with the functionality of the device and no alert. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece. It could not be determined why the device reported tighten assembly alert screen and tissue pad detached.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any portion of the tissue pad become completely detached from the device? Did any portion of the tissue pad fall into the patient? If so, how was it retrieved? The insulating pad did not fall into the patient's body. They changed the instrument after they saw the tip flipping out.